Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the device confirmed the suction was not working and the motor made a high pitched noise. Visual inspection of the interior of the hand piece found the motor mounts were melted and warped, dropping the motor out of position and preventing the pinion gear from making contact with the face gear. There were brown burn marks found on the corners of the motor mounts. No other damage was found. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device made a noise and didn't work (spray) when the surgeon turned on the switch. The event timing was during surgery. There was no harm or delay reported. Upon investigation, there were brown burn marks found on the corners of the motor mounts. No adverse events were reported as a result of this malfunction.